Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to urethral atrophy. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event.